Event description:
Pt reported "about two weeks" after injection with one syringe of juvederm ultra plus xc in the cheeks, they developed "hard golf ball sized bals on the cheeks." Pt has been treated with hyaluronidase and symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "hard golf ball size balls on the cheeks" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conform. No deviation, anomaly, complaint or change in connection with this complaint were recorded.